Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) has an electrical test #54. There as no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5, h8. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and found that there is no error coming. Checked all the function and parameters, all are ok. All pneumatic tests are passed. Checked and run the machine on system trainer for 2 hours. Machine is working ok. Handover the machine to user for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) was displaying an error message "electrical test fail #54". There as no patient involvement.